Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm confirmed the issue in the device logs and replaced the main board. Additionally, the stm replaced the datasettes as a precaution. There were no further issues observed. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during power up, the cs300 intra-aortic balloon pump (iabp) generated an electrical test fails code # 42 and was making a loud noise. Since the event occurred during power up, there was no patient involved and no adverse event was reported.

Event description:
It was reported that during power up, the cs300 intra-aortic balloon pump (iabp) generated an electrical test fails code # 42 and was making a loud noise. Since the event occurred during power up, there was no patient involved and no adverse event was reported.